Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the auxiliary pendant dongle was fond to be broken off at the standoffs. The issue was resolved after replacing the dongle. The imaging system then passed the system checkout and was found to be fully functional. The dongle was discarded by the site so no further analysis could be completed. Concomitant medical products: other relevant device(s) are: bi71000210, dongle pendant. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the imaging system would not clear the e-stop during the initial boot-up process. There was no patient present when this issue was identified.